Event description:
I was sharing a hotel room with my sister and while she was in the shower I took out my contact as it was bothering me and decided to borrow her contact lens solution. I put a few drops on my contact and put it directly back in my eye. I started screaming as I was in excruciating pain with extreme stinging/burning. I had trouble removing my contact as it seemed to almost stick to my eye. I pulled it off and immediately started rinsing my eye. But, I still had no idea why it reacted that way. Until my sister heard me screaming, she said what it was. The bottle top was red and there was a warning but the bottle looked exactly like my saline solution. I am heading to the doctor tomorrow to make sure there was no more permanent damage but, I am still in pain 24 hours later. My eye is still red. I went in the shower for 15 minutes with direct water in my eye and then spent 15 minutes with eyes closed. Medication not administered to or used by the patient. The bottle should look nothing like typical saline solution. Maybe the top could be somehow only fit into their special case. Warning label could have been bigger and bolder and easier to read, especially since I had my contacts out! Relevant materials not provided. (B)(4).